Manufacturer narrative:
H3, h6: the investigation was performed based on expert discussions considering complaint description, customer service reports, system history, and system log files. It was initially reported that during an interventional procedure, system movement was blocked and the error message ¿guard active¿ was displayed to the user. According to the available information, the patient was then transferred to another system. During this transfer, the patient suffered cardiac arrest but was successfully resuscitated. The patient has recovered. There was no indication that the system event resulted in an adverse health effect to the patient. The system is equipped with various mechanisms for collision detection. If a collision is detected or the system moves into a collision zone where a collision might be possible, system movements stop, and further movement is only possible in ¿override mode¿ at reduced speed. In this case, the system received a proximity switch signal from the CT used in combination with an angio system. Therefore, the angio system reacted according to specification and stopped further movement. The instruction for use contains adequate instruction for this kind of scenario and how to move the system with ¿override mode¿. According to log file analysis, the c-arm of the angio system then was moved in ¿override mode¿ as well as x-ray was used. However, the procedure was stopped on that system. No problem was found on CT log-file investigation either. Unfortunately, even the onsite service intervention did not provide a clear picture. The CT and angio systems were tested separately and resynchronized. No system issue was identified. The problem claimed by the customer could not be confirmed. The system works as specified. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. H11: corrected data: h3: medical device problem code was corrected to 1157. H3: medical device problem code was corrected to 1157.

Manufacturer narrative:
H6: siemens has initiated a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available upon completion of the investigation.

Event description:
Siemens healthcare was informed by its service organization about an artis q ceiling malfunction event. During an interventional case with the patient on the system table, a collision detection problem disrupted the case and the room needed to be cleared so the customer service engineer could address the issue. The patient's heart stopped while moving the patient to another room. The patient was successfully resuscitated. There is no indication this event had any adverse effects to the health status of the involved patient.